Event description:
Discordant nt-probnp result was obtained on patient sample. The sample was repeated and the correct nt-probnp result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant nt-probnp result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant nt-probnp result was due to the sample level sense error. The cause of the sample level sense error is unknown. The instrument is performing within specifications. No further evaluation of the device is required.